Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H2) device evaluation: h3, h6: one device was returned for analysis. Review of the event history log (ehl) showed multiple downstream occlusion alarms. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device had given downstream occlusion (dso) alarms when it was being primed. Unit was not dropped. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.